Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: when the device partially fired and failed to staple, did the device deliver any staples at all? If yes, were the staples formed properly? If yes, was the staple line complete? When the device partially fired and failed to staple, did the device cut? If yes, was the cut line complete? How much blood was lost (ml)? Did the patient require a transfusion? The complaint form indicated this was a potential adverse event. Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during an unknown procedure, the stapler partially fired and failed to staple the structure causing spurting blood, this was managed using clip appliers and sutures.

Manufacturer narrative:
(B)(6). Additional information was requested and the following was obtained: when the device partially fired and failed to staple, did the device deliver any staples at all? Yes staples were delivered. If yes, were the staples formed properly? Not all staples were correctly formed. If yes, was the staple line complete? Staple line was incomplete. When the device partially fired and failed to staple, did the device cut? Yes. If yes, was the cut line complete? Complete cut. How much blood was lost (ml)? Unknown. Did the patient require a transfusion? Unknown. The complaint form indicated this was a potential adverse event. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Unknown.